Event description:
It was reported that during the procedure, without pre-dilating the lesion, a 2.75 x 38 rx xience prime stent delivery system (sds) was advanced onto a balance middleweight universal ii guide wire and toward a mildly calcified, 90% stenosed, de novo lesion in the moderately tortuous mid left anterior descending coronary artery, but was unable to cross the lesion. Though no force was applied, a fractured, but still intact, proximal shaft resulted. The xience prime was withdrawn from the anatomy without resistance and plain old balloon angioplasty of the lesion was performed using a non-abbott balloon dilatation catheter. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the abbott returned goods lab received the device with its proximal shaft kinked; however, no fracture was noted. Additional information received from the site indicated that the kink had been perceived by the physician as a fracture. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.